Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that saturday morning he was really sick. Customer's blood glucose level was 457 mg/dl. The paramedics gave him some IV dextrose. The customer was able to lower his blood glucose level with the insulin pump. He was vomiting. The customer was admitted into the hospital as a result of the high blood glucose level. The device was not returned.